Event description:
It was reported post a percutaneous coronary intervention, stent thrombosis occurred. Thrombosis occurred in an unspecified location with an ion stent. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).